Event description:
It was reported that the pulse generator exhibited a measured data anomaly. In 2009, interrogation resulted in two different longevities; one was greater than three years, the other was less than three months. In the next day, estimated longevity was between 1 and 1.25 years. The device was explanted and replaced.

Manufacturer narrative:
Na